Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 36 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated themselves with a peanut butter and jelly sandwich, hard candy, orange juice and milk. Customer is a brittle diabetic and had issues with their sensor as well.